Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their belt clip was damaged and that they also received a motor error alarm. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident, but mentioned that they've had high blood glucose and low blood glucose levels. The customer stated that they had low blood glucose, falls, and uncontrollable diabetes. The motor error began six to seven months prior to the call and that they treated the highs with a shot and the low with orange crush. They added that blood glucose level was from 400 mg/dl to 500 mg/dl. The customer was unsure if the drive support cap was normal and if the insulin pump was exposed to high magnetic fields. The customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.